Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. The customer cause of admission was diabetic ketoacidosis. The customer was discharged 4 days later. The hospital confirmed she was getting insulin from the pump and high blood glucose may have been caused by other illness. The customer is not currently using the pump. The customer declined to speak with the helpline.